Event description:
During an incident in 1999 involving an unknown patient, this defibrillator was being used to monitor a patient and got "no shock advised" but then they got a "check electrodes" message and they turned the unit off. No other patient information was given.

Manufacturer narrative:
The returned defibrillator was tested using the customer's returned patient cable and proper operation for patient treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a rhythm. The electrode pads used at the time of this reported problem were not returned for evaluation. The "check electrode" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain this prompt and what to do should it be experienced. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from analyzing the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation.